Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled. Cylinders and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The kink resistant tubing (krt) was worn to the filament, and, during functional evaluation, the pump did not pass activation test. No leaks were identified in the component. Both cylinders were microscopically inspected and tested for leaks. Each of them exhibited wear at fold in the middle, proximal and distal end of their bodies, but no leaks were identified. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the pump was dimpled. Cylinders and pump were removed and replaced. There were no patient complications reported.